Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system with no other devices. The device was bloody. The pump, effluent/supply line, hypotube, shaft and tip were microscopically, tactile and visually inspected. Inspection revealed that the piston from the pump had come out of the pump and punctured the boot wall (material). Functional testing was performed by placing the device in the console. Functional testing revealed that the device started leaking at the male connector with female luer and gave an error code, thus stopping the device from working. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device found no damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the left anterior descending (lad) artery. The device was primed. Aspiration was initiated inside the body for approximately 3 seconds. However, an error message to "spike saline, re-prime catheter" displayed. An attempt was made to re-prime but the device was not able to prime. A second spiroflex® angiojet® thrombectomy set was selected for use. An attempt was made to prime the device outside the patient; however it failed to prime and it was noted the bulb on the pump was flowing up and leaking. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the left anterior descending (lad) artery. The device was primed. Aspiration was initiated inside the body for approximately 3 seconds. However, an error message to "spike saline, re-prime catheter" displayed. An attempt was made to re-prime but the device was not able to prime. A second spiroflex® angiojet® thrombectomy set was selected for use. An attempt was made to prime the device outside the patient; however it failed to prime and it was noted the bulb on the pump was flowing up and leaking. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.